Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was located in the calcified, right coronary artery. The physician advanced a 8 mm x 4.50 mm nc quantum apex mr balloon catheter to the target lesion. Upon inflation at 6 to 8 atms the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).